Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right ventricular (rv) lead exhibited over-sensing. It was also reported that the right atrial (ra) lead exhibiting increasing thresholds. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.